Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they needed assistance with wrong product sent and order status and also mentioned that they experienced high blood glucose levels of 324mg/dl, 345mg/dl at the time of the call, and 400mg/dl the night prior to the call and an unspecified low blood glucose level. The customer stated that they treated the high blood glucose readings with the insulin pump and the low blood glucose with food. Troubleshooting for both low and high readings was declined. The product will not be returned for analysis.